Event description:
Reporter had to have a femur im rod implant in 2001. Approximately 14-16 wks post surgery, reporter experienced severe pain in their leg. X-rays revealed distal screws in knee were fractured. This device is a permanent implant that does not have a expiration date.